Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medwatch report # (B)(4).

Event description:
The following information was reported thru a medwatch report ((B)(4)). Event description: "describe the event or problem: the device was opened, and the sutures were already detached on the instrument." Subsequent to received medwatch report, the following additional information was received: the device was not used. There was no patient involvement. No additional information was provided. Returned device analysis shows the device was deployed unsuccessfully with blood in and on the device requiring intervention to achieve hemostasis.

Manufacturer narrative:
The device was returned for analysis. The reported ¿out of the package the sutures were noted to already be detached from the device, the device was not used¿ was not confirmed as the returned device had been used in the anatomy. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.